Event description:
On removal of endotube holder, 3 cm area of necrosis noted on upper lip. Purulent drainage noted on upper lip. Plastic surgery was consulted. Will require surgery to repair. Pt intubated since 06. Endotube holder noted to be changed one week later.